Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a reservoir was used. The lid of the drained fluid port was no longer closed. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Lot number?: unk: ju0967. Was the issue noticed before activating the reservoir?: no, during use. If yes, was leakage detected?: unk. How was the case resolved?: a tape was placed to the cap to support closing. Was a new reservoir needed to correct the situation?: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Machine: welding around the ports was inspected and it was found in good condition. It was reviewed if there was melting on the exit port that could affect its diameter but exit port and entrance port were in good condition. Exit and inlet tubes were verified on sample received, tubes was compared with other samples and had the correct length, in addition during manufacturing process tubes are cut using a fixed fixture to provide the appropriate dimension. The exit and inlet ports of sample provided for evaluation were also visually verified, it could be observed the cut of the tubes were even (straight) and the plugs fit correctly into the tubes. Therefore, is considered these machine factors do not contribute to the reported complaint defect. Material: incoming inspection records for the y-body used in the entrance port of lots of the reported complaint were reviewed and no issue were recorded, all characteristics evaluated pass the acceptance criteria. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man: in accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered this man factor could contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.